Manufacturer narrative:
As received, a complete lead was returned for evaluation. The reported event of lead fracture was not confirmed as x-ray analysis did not find any signs of fractures. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of insulation anomaly was confirmed. Visual analysis noted the outer insulation was damage which was consistent with procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a revision procedure to address a dislodged left ventricular lead, the right atrial (ra) lead was observed as damaged. The physician could not confirm if the damage was user related or procedure related during the first lead implant. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.